Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was for the third call for the pump no disposable clamp tubing alarm. They had stopped the pump, but the alarm persisted. The line clamped and the cassette had been removed. The tubing was massage, and the air noted. The cassette had been tapped. They reconnected the cassette and restarted the device. The clamp had opened. The settings were reviewed. Pump was running. A continuous infusion rate of 3 ml/hour had been programmed, with a total reservoir volume of 119.5 ml and a given volume of 18.5 ml. The patient was not affected. The event occurred while in use with patient at patient's home.